Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon found the device "stiff" to use and the clips were closing within the jaws and falling out. A spring fell off from the handle and the instrument was unable to be removed from the trocar so the two were brought out of the patient together. Another device was opened and the surgeon found the same issue with regards to it being "stiff" and the clips prematurely coming out. He immediately discarded that instrument and opened a new one with a different lot number. This worked as the clip applier should. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw, advancer, tissue stop. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device (a) was received with the jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips and to be removed from the trocar; the clips may drop down from the jaws. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the tissue stop was found out of its intended position. In order to evaluate the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found bent and scratches were noted on clip track. Scratches were caused by the friction between the bent advancer and clip track. One possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The bent advancer pushed forward the tissue stop causing that it lose its position and jamming the firing mechanism. However, it could not be determined what may have caused the condition of the tip of the advancer. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results found that the device (b) was returned with the tip of the advancer broken. The device was cycled and nine malformed clips were fed due the found condition of the advancer. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The device was disassembled to evaluate the condition of the internal component. Upon disassembling, scratches were noted on clip track. This condition was caused by the friction between the bent advancer and clip track. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Broken advancer. No incident related to the reported event was observed during the batch record review.